Event description:
It was reported that approximately 12 months post-implant of a bifurcated device and a suprarenal aortic extension, the suprarenal aortic extension migrated approximately 2 cm distally and developed a proximal type I endoleak. Reportedly, the proximal portion of the aortic extension was sitting mid portion of the aneurysm, which caused a proximal type I endoleak. The physician elected to convert to open repair and explant the devices. The patient was treated with a dacron graft. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.